Event description:
Customer reported that they have seen an 85% concordance with the galileo for antibody testing compared to results obtained using tube method with peg after a recent upgrade.

Manufacturer narrative:
The customer did not provide addtional information about the sample results, or return samples for investigation testing.